Event description:
Device 3 of 4. Reference MFR reports #1627487-2016-00660, #1627487-2016-00661, #627487-2016-00663. The patient's devices were explanted.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR reports #1627487-2016-00660, #1627487-2016-00661, #1627487-2016-00663. It was reported the occipital lead (off label use) was protruding out of the skin. Surgical intervention is planned to address the issue.